Event description:
Patient arrived to emergency department with bp in the 80's/50's and required access. Patient had poor peripheral access, and states the last time he was in the hospital he had a catheter in his neck. Ultrasound IV access was attempted, but the equipment malfunctioned during insertion. First attempt, the catheter was inserted and the guide wire was advanced smoothly. When sliding the catheter into the vein the needle and guidewire retracted without pressing the button preventing successful cannulation of the vein. Another attempt was made but the vein blew upon insertion. Third attempt there was visualization of the needle in the vein, but the guide wire would only advance half way. Advancement was smooth until the halfway point. Due to this the needle was going to be retracted, but when the button was pressed the needle would not retract.